Manufacturer narrative:
Evaluated one opened and used sensor; performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications.

Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading was 125 mg/dl, while the sensor glucose was 42 mg/dl. Therefore, sensor glucose and blood glucose difference was not within acceptable range. Troubleshooting was done. Replacement product is being sent.

Manufacturer narrative:
Evaluated one opened and used sensor; performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications.